Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), stent damage occurred. The physician could not cross the lesion with a 3.5x20mm taxus liberte stent. The 75% stenosed target lesion was located in the severely tortuous and calcified proximal right coronary artery (rca). The physician attempted to withdraw the device from the pt's body but the device got stuck with the distal tip of the other manufacturer's guide catheter. After the stent was removed outside the pt's body, it was noticed that the proximal edge of the stent was flared. The procedure was completed with another of the same device. No pt injuries or complications were reported. Pt's condition listed as "good".